Manufacturer narrative:
Part of product remains in the patient. Request has been made to obtain the product. Evaluation is pending upon the return of the product.

Event description:
In 2009, the sales representative reported that during surgery a piece of cage broke off while impacting into the disc space. The broken piece was retrieved and is being shipped back to zimmer spine. The remaining portion of cage remained implanted in the patient. No delay in surgery. Additional information received via telephone about 2 weeks later, the sales representative reported that during surgery an open midline approach, l3-s1 with a 2 level tlif. The ardis implant broke during insertion at l5-s1. The surgeon was implanting one implant into the disc space. The surgeon used the inserter without a tamp and just guided the rest of the implant into the disc space. The surgeon was able to find the piece that was broken with fluoro and retrieved it. At that point it was noticed that the implant was half way in the disc space. The surgeon had first prepared the disc space with the use of distractors and shavers. The surgeon also used the trials for the same size of the cage. The knobs were flushed prior to implant attachment. The first knob that was tightening was the silver one, and the inserter was engaged securely with the implant before insertion, there were no gaps. The gold knob was finger tightened and tangs aligned. When the surgeon inserted, the implant in an oblique angle, the surgeon detached the gold knob. There was no tamp used. Before this implant breke the surgeon had successfully implanted another ardis in l4-l5 disc space. There was no surgical delay.